Event description:
It was reported by the customer that when moving a patient on the cot, the cot quit going up. The medic attempted to use manual mode, but the cot did not lock into place. The cot began to drop down and when trying to hold the cot in place, the medic received a shoulder strain. The medic was out of work for a day. There was patient involvement and adverse consequences were reported to the medic.

Manufacturer narrative:
Locking manual valve.